Manufacturer narrative:
E1: patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom. It was reported that on (B)(6) 2024 the patient experienced an issue with the I-port not being inserted properly and not staying in place. The patient is using the I-port advance to deliver insulin for treating diabetes mellitus. The I-port advance has been in use for 2 hours. The patient reported that the I-port has a slight bend. The patient was advised that a longer cannula may bend against muscle on lean patients and that if the needle is removed when the injection port is not flush with the skin, it can lose rigidity and support for the cannula. No further information available.